Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be conclusively identified, although it was noted that it looked like residue from a detergent or disinfectant solution. Additionally, the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). This event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): gif-1100 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-1100 reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was not confirmed. There were additional findings of the plastic distal end cover cap was found discolored, universal cord protector was broken, bending section cover glue was separated, scope body damaged / control unit scope cover was broken, air/water cylinder plus suction cylinder were wear and tear, switch box unit was scratched, angulations were out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a damaged sheath. The device was returned for evaluation. During the device evaluation, the following reportable malfunction of the plastic distal end cover cap was found discolored. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.